Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a rear case assembly with power supply. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged rear case assembly and power supply. To correct the condition, these components were replaced. If any additional information is received, a follow-up MDR will be sent.